Manufacturer narrative:
A1 to a5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report indicating that an electronic gas blender displayed error code e19 when the gas flow was set over 8l/min. There was no patient involvement.